Event description:
An unspecified error is appearing at power up. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.